Event description:
A pt experienced tightening of the throat, swelling, and coughing after contact with jeltrate impression material, indicating a possible allergic reaction. The orthodontist who performed the impression examined the pt's throat and did not report any blisters or swelling. A family practitioner was later consulted and felt a localized reaction to the material had occurred. A visit with an allergist is planned. No medication was administered.